Event description:
It was reported that the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level, as the pump was not being used to delivery insulin at the time of the reported issue.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.